Manufacturer narrative:
Additional information was received that the ipg was fully discharged prior to the replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty communicating with the ipg and was not receiving relief. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty communicating with the ipg and was not receiving relief. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Analysis of returned ipg sc-1140 (serial number (B)(4)) revealed that the complaint was confirmed. The non-rechargeable ipg had reached the end of service life. When the device battery level is below the expected range it will suspend normal operation with the end-of-service message. The device was in service in the patients body for about 18 months, which is within range of the program settings estimated longevity. The internal inspection confirmed sleep current rate and high voltage impedance are in the expected ranges. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient was experiencing difficulty communicating with the ipg and was not receiving relief. The patient underwent an ipg replacement procedure.